Event description:
Customer reported no audio for arrhythmia. User noticed the bedside writer was printing the arrhythmia which is automatically activated for this type of event. Monitor was rebooted to address reported condition. No adverse pt outcome occurred. Device not returned for eval.